Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 377760, lot# v007299, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377760, lot# v007299, implanted: 2006 (B)(6); product type lead product ID neu_recharger_acc, serial# unknown; product type recharger. (B)(4).

Event description:
It was reported, the patient was experiencing pain in the abdomen and ribs. It was noted that it heats up when charging the battery and it would shock the patient in the middle of the back so much that it ¿almost take breath.¿ it was further noted that it first caused pain up in the patient¿s ribs and abdomen. It was further reported that the ¿last straw¿ was when it shocked the patient in the middle of the back below the shoulder blades. It was also reported that from 2009 to the date of the report the surgery spot where the implant was located was tender. It was noted that even when it stimulated it left the patient¿s muscles sore. The patient reportedly had more pain and soreness and had been requesting for the last two years that the device be removed. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported the manufacturer representative met with the patient on (B)(6) 2014 to check their device. The patient had been having issues for the last 1.5 years and had not used the device or charged it in the last 1.5 years. The patient had not used their device since they were shocked approximately 1.5 years prior to report. The patient also noted that when they were using their stimulation it was in the wrong location, only in their ribs but not in their back, and had less than 50% therapy relief. At the appointment, the manufacturer representative was unable to interrogate the device because the stimulator was non-functional. The patient wants their device explanted but was working with worker¿s comp to gain approval. No action had been scheduled or taken.